Event description:
A caller reported that the quick bolus and wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on techniques to press the button correctly, but the problem persisted. Consequently, technical support decided to replace the pump, confirming the caller's shipping address for the replacement. The caller was informed how to put the pump into storage mode and instructed to return the problematic pump using a pre-paid label. The customer will continue to use their current pump until the replacement arrives.